Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was to be used to delivery an unspecified concentration of dopamine, at an unspecified rate. It was reported that during priming of the tubing set an unspecified volume of solution leaked at an unspecified location of the option-lok male adapter of the tubing set. The tubing set was replaced and the therapy was resumed. Though requested, no additional info was provided.